Event description:
During PICC insertion procedure, the guidewire got stuck in the steel needle. When trying to remove the guidewire from the needle, which was still in the patient's arm, the guidewire started shredding into little thread like fibers. It was difficult to remove from the patient's arm, but we were able to safely remove all of the wire and needle.